Event description:
The customer reported the system would not turn on. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cb1 circuit breaker was reset. The system was then found to be operating as intended.